Manufacturer narrative:
Product review / investigation could not be performed since product was not returned. Device history record review found no related nonconformances and the documentation shows no evidence of abnormalities. Root cause is unknown. If additional information is obtained which changes the outcome of the investigation, a follow up report will be filed.

Event description:
It was reported a patient had persistent plantar pain believed to have began 4 to 5 weeks post op. On (B)(6) 2020 the surgeon decided to remove incore lapidus implants that were implanted on an unknown date. Upon removal of the incore lapidus system the surgeon noted the screws were broken. The broken screw ends remained in the post and cunieform. Surgeon experienced difficulty removing the post and screw tips utilizing the back slap technique. The post and broken screw pieces were removed from the patient and revision was completed with bone graft and by a crossing lag screw and plate. Patient is reported as doing well.